Manufacturer narrative:
Pump received with broken off end cap, minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. Pump passed displacement test and self-test and no unexpected audio/beep or vibration anomaly noted during testing. Unable to verify for compromised force sensor alarm and perform basic occlusion, prime/delivery, the excessive no delivery test due to broken off end cap. Drive support disk was inspected and no anomaly noted.

Event description:
Customer reported via phone call that insulin pump fell causing the end cap and the drive support cap to fall out. Customer's blood glucose was 142 mg/dl. Customer was advised that insulin pump would need to be replaced.